Event description:
It was reported that a patient sustained first and second degree burns under the arm pit after hair removal treatment, using a lumenis lightsheer et laser.

Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist concluded the probable root cause of the reported event to be debris build up on the treatment tip, as a result of insufficient cleaning by the user facility in contradiction to device labeling.